Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information from the customer alleging a pulmonary nodule reported on a CT scan performed in 2025 while using remstar auto a-flex device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. The clinical assessment states that, based on information available at this time, the pulmonary nodule allegation is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed